Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an open hepatectomy, the blade tip was broken off when the nurse wiped the blade outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.